Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and an obturator sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, erosion, infection, urinary problems, recurrence and vaginal scarring. It was reported that patient experienced vaginal mesh erosion and underwent mesh revision and excision on (B)(6) 2009 and vaginal mesh excision on (B)(6) 2010. No additional information was provided. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04467. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. . See also medwatch 2210968-2013-04467. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent the concurrent procedures of a bilateral salpingo-oophorectomy and a culdoplasty. No additional information was provided.